Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports that due to damaged holster, insulin pump was swinging and hit the wall a few times causing insulin pump to crack at screen display. Customer reports of barely being able to read display screen. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No cracked window was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.